Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose level on (B)(6) 2020. Customer had blood glucose level of 308 and 600 mg/dl. Customer was treated with manual injection. Customer was using auto mode. Customer did not allege insulin pump for under delivering. The insulin pump will not be returned for analysis.